Event description:
Customer returned the device for evaluation and repair of an image issue. There is no reported harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that there was no image, and a b30 scope communication error message was received for the device. This is attributed to dirt on electrical contact of video plug. An e226 scope communication error. This is attributed to damage to the charge couple device (ccd) unit. There was scope ID function malfunction with no scope ID data available due to breakage of the ID board. This medwatch is being submitted for the no image for the device and the b30 and e226 error messages received, as well as the no scope ID data being available, as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was no image and a b30 scope communication error message was received for the device. This is attributed to dirt on electrical contact of video plug. An e226 scope communication error. This is attributed to damage to the charge couple device (ccd) unit. There was scope ID function malfunction with no ccope ID data available due to breakage of the ID board. Other observations for the device are: due to wear of angle wire, bending angle in up direction does not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a chip; video connector case has a crack; label on video connector is peeled; and switch (sw) sw3 has a crack. The user complaint of an image issue was confirmed as there was no image available. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the dirt, faulty charge coupled device unit and identification board breakage could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
There was no patient involvement in the event.